Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy due to noise and t-wave oversensing. Sensing and capture were appropriate; however, the impedance yielded a message, ¿unsuccessful impedance.¿ it was noted that the device reached elective replacement indicator on (B)(6) 2018. The implantable cardioverter defibrillator was explanted and replaced. The patient tolerated the procedure fine.